Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after atherectomy and supera stent implantation in the right superficial femoral artery. The proglide was successfully pre-flushed during device preparation. During placement of the proglide in artery, there was not good blood return from the marker lumen despite several attempts to reposition the proglide. However, the closure procedure was continued. After closure with the proglide suture, the artery was not closed. Manual arterial compression was held. The leg went numb with no distal pulse. Angiogram showed the artery had occluded as eccentric plaque was pulled up by the footplate and sutured closed. A dissection flap was found. The dissection and occlusion was treated with stent implantation. Blood flow to the profunda was restored and distal pulses returned. Manual arterial compression was used to achieved hemostasis. The patient is doing fine. There was a clinically significant delay in the procedure and therapy. There was a no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of dissection and occlusion are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.